Event description:
The device was applied during an unspecified thoracic procedure. Reportedly. The anvil and cartridge disengaged. The surgeon retrieved all components without incident. A new device was applied to complete the procedure.